Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/11/2019. An opened folder with two parked needle/suture combinations (a white and a green) and a dispensed needle/suture combination (white) of product code pxx41 were returned for analysis. This product code is double armed and require eight strands per packet (four green and four white). During the visual inspection of the three needle-suture combinations, the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using a instron and the tensile force were above the minimum requirements. Per the condition of the representative samples, breakage suture was found on the sutures and the tested samples met the requirements.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown cardiovascular surgery on an unknown date and suture was used. The suture was broken during continuous suturing. Further details are not provided. There were no adverse consequences to the patient.